Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and the data log was reviewed. Loss of connection less than one hour was confirmed via data. Signal loss up to one hour is within specification; the device operated within expected performance. The probable cause could not be determined post investigation. No additional event or patient information is available.